Event description:
Additional information was received indicating that a save memory to disk was performed. Subsequent analysis of the memory download revealed that this pacemaker's battery was depleting normally based upon the pacing parameters in use. Further, the remaining longevity estimate of 4.5 years displayed by the pacemaker was considered accurate.

Manufacturer narrative:
(B)(4). A save memory to disk will be performed at the patient's next follow up. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker¿s battery was suspected to be depleting prematurely. About a year ago, the device was still at beginning of life (bol) with the battery indicator showing 100% remaining capacity. However, one year later, the remaining capacity had decreased to 50% but device status still showed bol. Boston scientific technical services (ts) advised that the battery indicator rounds up the needle position. Ts also advised to perform a save memory to disk during the next follow up to confirm appropriate battery depletion. This pacemaker remains in service. No adverse patient effects were reported.